Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the area not being clean prior to starting peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with injection cefepime (nightly, dosage, route, and duration not reported) for the peritonitis event. Antibiotic therapy with cefepime was reported to be ongoing. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the treatment with antibiotics was withdrawn. Should additional relevant information become available, a supplemental report will be submitted.